Event description:
Pt to have surgery for aortic valve replacement. Sample of valve sent to pathology for culture. Culture came back positive (+) for staph aureous. Valve not used in surgery.

Manufacturer narrative:
Sister graft had not been implanted and was returned. Subsequent evaluation of this graft by lifenet's serology lab also resulted in detecting a positive culture for staphylococus aureus. Both the initial and sister grafts will be discarded and not used for implantation.